Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) was concerned for potential right ventricular (rv) lead non-capture and pacing that showed below the programmed lower rate. Follow up was conducted and no reprogramming was completed at this time. It was noted that the non-capture issue was not able to be reproduced with in-office testing, and telemetry was not able to provide a strip that showed non capture or low heart rate. The lead remains in use. No patient complications have been reported as a result of this event.